Event description:
The AED was connected to a pt and reportedly gave a constant connect electrodes message. The combination electrodes were changed twice, then a second AED was obtained and also gave a constant connect electrodes message. A fourth set of combination electrodes were applied and the device continued to give a constant connect electrodes message. A back up monitor/defibrillator was obtained and treatment was continued. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the attending physician's assessment of the patient's lack of viability.